Manufacturer narrative:
Follow-up received on 23-mar-2016: no further information was obtained despite follow-up attempts. Follow-up received on 10-may-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-may-2016 for the following meddra preferred term: pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who became pregnant after essure (fallopian tube occlusion insert) insertion. Hospitalization was reported. This event is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, minimal information was provided. Nevertheless, as pregnancy occurred approximately 5 years after essure placement, causality with the suspect insert cannot be excluded. This case was regarded as incident, as although he reason for hospitalization was not specified; company cannot exclude it occurred as a consequence of essure therapy. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2016. It describes the occurrence of pregnancy in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010. Physician reported that in 2015 the patient got pregnant. She was hospitalized. No further information was provided. Follow-up information received on 11-feb-2016: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who became pregnant after essure (fallopian tube occlusion insert) insertion. Hospitalization was reported. This event is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, minimal information was provided. Nevertheless, as pregnancy occurred approximately 5 years after essure placement, causality with the suspect insert cannot be excluded. This case was regarded as incident, as although he reason for hospitalization was not specified; company cannot exclude it occurred as a consequence of essure therapy. A product technical analysis and follow-up information (pregnancy questionnaire and reason for hospitalization) are being sought.

Manufacturer narrative:
Essure pregnancy questionnaire, pregnancy monitoring form and medical records received on 31-aug-2016 from gynecologist: pregnancy monitoring form was not completed. Expiration date of essure was not available. Insertion was performed during follicular phase. The first day of last menstrual period was (B)(6) 2010. No abnormal uterine findings prior to insertion. From (B)(6) 2010 to (B)(6) 2010, patient received oral contraception before relying on essure. On (B)(6) 2010, an essure confirmation test was performed via x-ray and ultrasound and transvaginal ultrasound. They confirmed tubal occlusion. Implants were in place. The patient was advised by the doctor to rely on essure based on the result of the test. The pregnancy was confirmed by the doctor. The patient wanted to stop the pregnancy. Essure was not in place after diagnosis of pregnancy. Essure was not removed. On (B)(6) 2014, celioscopy and diagnostic hysteroscopy were performed under general anesthesia. Indication: failure of sterilization with essure. Probable migration of the left tubal implant was evoked with the left tubal implant in pelvic position and not symmetric compared to contralateral implant on plain abdomen x-ray. Hysteroscopy report: no abnormal uterine findings during hysteroscopy. Ostia were identified and no tubal implants were seen. Celioscopy report: exploration of the abdomino-pelvic cavity where no essure was found. Partial bilateral isthmic salpingectomy was performed. On (B)(6) 2014, bilateral ligating of the uterine tubes was effective. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who became pregnant after essure (fallopian tube occlusion insert) insertion and she was hospitalized. A laparoscopy and diagnostic hysteroscopy were due to failure of sterilization with essure. There was a probable migration of the left tubal implant. Pregnancy with device and device migration are listed in the reference safety information for essure. Although the exact date and mechanism of device migration is unknown, given the nature of this event and the fact that essure may move along the fallopian tubes a causal relationship with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, contradictory information was provided. It was informed that the pregnancy occurred in 2015 which would be after the essure insertion, but also after bilateral salpingectomy. Also, the reason for hospitalization was not provided. Nevertheless, as pregnancy occurred approximately 5 years after essure placement, causality with the suspect insert cannot be excluded. After follow up information, the case was considered incident due to serious injury associated with essure. Based on the available information no product quality defect was confirmed. Further information has been requested.

Manufacturer narrative:
Follow up information received on 03-oct-2016 (uterine/tubal perforation questionnaire): her medical history includes gravida 4, parity 1, 2 elective abortions. She had curettage done and already used an iud. The insertion procedure was performed during follicular phase and under general anesthesia. There were no abnormal uterine findings prior to insertion. The insertion was considered easy by physician. There was no fluid loss during hysteroscopy more than 1500cc and the procedure did not take more than 20 min. There were no immediate complaints after insertion by the patient. On (B)(6) 2014 pregnancy was diagnosed at (B)(6) of amenorrhea. The patient had an elective abortion. She was admitted in hospital on (B)(6) 2014 and the implant was not found. Incorrect essure position was diagnosed on (B)(6) 2014 by laparoscopy. The perforation was left unilateral and there was no organ or intra-abdominal structure perforated. The perforation did not occur before deployment neither with coil after deployment. Essure in right tube was in correct position. Essure confirmation test was done by ultrasounds and transvaginal ultrasounds on (B)(6) 2010. First confirmation test confirmed tubal occlusion. The patient was advised to rely on essure based on the result of confirmation test. Essure was not removed. Updated quality safety evaluation of ptc received on 14-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-oct-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed 472 cases. Pregnancy with contraceptive device: the analysis in the global safety database revealed 2918 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who became pregnant after essure (fallopian tube occlusion insert) insertion and she was hospitalized. A laparoscopy and diagnostic hysteroscopy were due to failure of sterilization with essure. Initially, a migration of the left tubal implant was suspected. Upon receipt of follow-up information, it was confirmed that left unilateral perforation occurred. Pregnancy with device and fallopian tube perforation are listed in the reference safety information for essure. In this case, it was reported that the perforation did not occur before deployment neither with coil after deployment. The exact date and mechanism of fallopian tube perforation is unknown. However, given its nature, a causal relationship with suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, patient got pregnant about 4 years after insertion. Causality with the suspect insert cannot be excluded. After follow up information, the case was considered incident due to serious injury associated with essure. Based on the available information no product quality defect was confirmed. No further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-nov-2016: correction: device similar incident listing added in the narrative. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who became pregnant after essure (fallopian tube occlusion insert) insertion and she was hospitalized. A laparoscopy and diagnostic hysteroscopy were due to failure of sterilization with essure. Initially, a migration of the left tubal implant was suspected. Upon receipt of follow-up information, it was confirmed that left unilateral perforation occurred. Pregnancy with device and fallopian tube perforation are listed in the reference safety information for essure. In this case, it was reported that the perforation did not occur before deployment neither with coil after deployment. The exact date and mechanism of fallopian tube perforation is unknown. However, given its nature, a causal relationship with suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, patient got pregnant about 4 years after insertion. Causality with the suspect insert cannot be excluded. After follow up information, the case was considered incident due to serious injury associated with essure. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible. No further information is expected.